Manufacturer narrative:
Investigation/evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufactures instructions, quality control, and a visual inspection of the returned device as well as an inspection of an unused product was conducted during the investigation. The visual inspection of the returned package confirmed that one flexor high-flex ansel guiding sheath (kcfw-7.0-35-55-rb-hfanl0-hc) was returned for investigation. The material had separated at 16.8cm from the distal tip of the device. The material was also frayed and torn with exposed and elongated coils. The device was kinked at 15.4cm from the distal tip. There was fluid in the sidearm and blood on the cap of the check-flo valve. Investigation was successfully able to recreate the reported failure mode. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. However, there is no evidence to suggest the product was not made to specifications. Furthermore, a review of the manufactures instructions, drawing, and quality control procedures was conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during preparation while flushing the device, the flexor high-flex ansel guiding sheath material uncoiled. The device did not make patient contact. Another device was used to complete the procedure successfully and the patient is well. Complaint device lot number is unknown.